Event description:
A case of bradycardia requiring intervention was reported during a left atrial appendage closure (laac) procedure where the nrg transseptal needle (baylis medical company) was used with an sl1 sheath (st. Jude medical) for initial transseptal puncture. Transseptal access was initially attempted using the versacross transseptal sheath and versacross rf wire (baylis medical company). However, the devices could not be successfully positioned due to complex patient anatomy. The physician exchanged the versacross devices with a nrg transseptal needle and a sl1 sheath. The physician continued to experience difficulty positioning the sl1 sheath and the nrg transseptal needle. While the devices were being maneuvered, the sheath made contact with the av node resulting in bradycardia. The procedure was aborted and a temporary pacemaker was inserted into the patient. The patient was transferred to the ICU for monitoring and recovery. The patient's heart rhythm returned to normal and the temporary pacemaker was later removed. There is no reasonable evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Manufacturer narrative:
There is no reasonable evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A DHR review on all devices in the lot was completed and all devices met relevant specifications prior to release; device malfunction is not suspected.